Event description:
The procedure was coil embolization for vertebral artery that was mildly tortuous. The level of calcification was unknown. During the procedure, the physician could not detach an unspecified deltaplush (catalog/lot unknown) using the empower cable ((B)(4)). It is unknown how many times the detachment button was pressed. The deltaplush was safely removed from the patient and both the coil and the cable were replaced for the competitor's products. Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection. A pre-deployment electrical check was performed and no defects were noted at that time. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. Also it is unknown if any damages were noticed on the complaint product after the event. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, kinks, bends, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc) or microcatheter. The complaint products are available for evaluation. No additional information is available

Manufacturer narrative:
Please note: the catalog code entered, represents an unknown deltaplush coil, since the catalog and lot number for the actual product used in the patient is unknown and will not be available. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization within the mildly tortuous vertebral artery the unspecified deltaplush coil (catalog/lot unknown) could not be detached using the empower cable (ecb000182-00/f74955). It is unknown how many times the detachment button was pressed. The deltaplush was safely removed from the patient and both the coil and the cable were replaced for the competitor's products. Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the coil, cable or detachment control box (dcb) by visual inspection. A pre-deployment electrical check was performed and no defects were noted at that time. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. Also it is unknown if any damages were noticed on the complaint product after the event. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, kinks, bends, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc) or microcatheter. The complaint products are available for evaluation. The devices are not available for analysis. No additional information is available. The lot number of the deltaplush is not known therefore a device history record review cannot be completed. Based on the available information and without the return of the devices for analysis, no conclusion can be made regarding root cause. Therefore, no corrective actions will be taken at this time.